Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The bench was unable to replicate the reported problem. The reported problem was not confirmed. The customer was provided a replacement device to resolve the issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Event description:
The customer reported a defective speaker from the mx40. It is unknown if the device was not in use at time of event, there was no adverse event reported.